Manufacturer narrative:
(B)(4). Evaluation summary: the stent was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device preparation, while removing the mandrel, the stent was partially moved on the balloon. The device was not used; there was no patient involvement. No additional information was provided.